Event description:
Product information for the patient's generator was received on 2/2/2015

Event description:
On (B)(6) 2016 the patient called and reported the same events as before, that her device was disabled shortly after implant because it was causing more seizures. The patient now states she wants the device explanted and called to find another surgeon.

Event description:
It was reported that the vns patient experienced grand mal seizures for several days when her device settings were increased which occurred on a weekly basis. The patient¿s device was subsequently disabled and medications were given to try to control the patient¿s seizures. The patient¿s device has not been programmed back on to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.